Manufacturer narrative:
The customer did not request manufacturers service. The customer did not report the occurence, no evaluation or service performed.

Event description:
During service evaluation for an unrelated issue, a vent inop condition air valve liftoff failure was noted in the diagnostic log. Service history of the device shows the customer has not reported the occurence and there is no further information available.